Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call reservoir occlusion. Customer's blood glucose level was 590 mg/dl. Customer advised they have done troubleshooting in the past, changed their insulin, set and site. However, customer continues to receive no delivery alarms. Customer advised when they complete troubleshooting the insulin pump will work for a few hours and then alarm no delivery once again. Troubleshooting for no delivery alarm was performed. Customer advised they use manual injections to treat their blood glucose levels. Customer completed troubleshooting and the device did not alarm no delivery.